Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband called to report that the drive support cap was protruding. Advised the caller of the replacement policy, but he declined as the customer does not have insurance currently. Nothing further was reported.